Manufacturer narrative:
Product event summary: the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had three syncopal episodes. The implantable pulse generator (ipg) was interrogated and bradycardia was the suspected cause. Programming options were discussed. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had three syncopal episodes. The implantable pulse generator (ipg) was interrogated and bradycardia was the suspected cause. Programming options were discussed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.